Event description:
Per medical record review, a tte performed on pod1 showed mild paravalvular regurgitation. The patient was clinically stable and discharged home. Approximately 6 months post tavr procedure, the patient presented with ongoing chest pain and leg swelling in chf with severe paravalvular regurgitation. The patient had the sapien valve explanted and had an aortic valve replacement and 3-vessel coronary artery bypass graft.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction from medical record review. The following section of this report has been updated: b.4, b.5, b.7, g.3, g,6, and h.2. The following sections of this report has been corrected: h.6 clinical code (corrected from 4580 to 4446) and h.6 device code (corrected from 3190 to 1457). The investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. In this case, neither the event report, nor the investigation, provided enough information to identify root cause that contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by implant patient registry, approximately 6 months and 21 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position the valve was explanted due to unknown reasons.